Event description:
According to the reporter, during preparation, the handle was showing a "handle inside the no symbol" error. Another handle was used. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection of the system logs noted that the motor stalled. The handle was disassembled, and the motor controller was found to be electrically non-functional. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.